Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that user reports occlusion alarm on the bd alaris infusion system when performing a mass transfusion using the bd max zero connector with belmont machine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.